Event description:
Devices returned to (B)(4), pace medical's (B)(4) rep and wholly owned subsidiary on (B)(4) 2011. No hosp report sent however it was identified by the user as having been involved in a pt cardiac arrest. Device was bench tested and the following repairs performed. Re-flowed solder on rate adjustment potentiometer. Replaced a diode. Device then re-calibrated and final test performed. Device passed all tests and returned to customer. All tests completed by (B)(4) 2011. No issues since the device was returned to user.

Manufacturer narrative:
Customer's complaint of device's alleged fault could not be duplicated. General review and prophylactic maintenance performed on the device. Returned to customer. Info filed under (B)(4).